Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(6): the nexsite device was successfully placed on (B)(6) 2015. It was reported that the subject came to vascular access unit on (B)(6) 2015 for a catheter removal due to access no longer needed/viable fistula in place. Upon being queried about antibiotics by monitor on (B)(6) 2016, study coordinator noted that antibiotics vancomycin and cefepime were administered due to moderate drainage prior to device removal on (B)(6) 2015. The site monitoring visit in (B)(6) 2017 referenced drainage around the disc had resulted in device removal. Patient records indicated that the patient presented with complaints of severe pain to the right side of his neck near cath. Cath disk has small opening at the top, and has tan discharge. No evidence of purulent discharge. The event had resolved on the same date ((B)(6) 2015). Dressings were applied to the cannulation sites which were dry and intact at time of discharge.

Event description:
Conclusion of the cec (clinical events committee) following adjudication of the adverse event: exit site infection/complications.